Manufacturer narrative:
The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous-implantable cardioverter defibrillator (s-ICD) is experiencing pain when pressure is applied to the pocket area. In addition, the skin around the pocket appears to be eroded. No adverse patient effects were reported. A few days later, the patient was brought back in to decide the next course of action. An x-ray was performed and due to the position of the s-ICD, the physician then performed a revision to reposition the device to a more posterior position. Cultures were taken on the fluid that was noted in the device pocket when it was first opened to test for possible infection. Defibrillation threshold (dft) testing was performed and successfully converted the arrhythmia. In addition, antibiotics were administered to the patient post-procedure. No additional adverse patient effects were reported.